Event description:
It was reported that the patients ¿implant¿ was not working since the day prior. The patient kept noting that nothing was working. The patient was seeing two circles on the implantable neurostimulator recharger (insr) screen but could not describe the circles or any other information. The patient reported the external devices were not doing anything. The patient could not describe information on the insr screen. The patient hoped the wires did not move. The patient charged the implant a couple of weeks prior. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).